Event description:
It has been reported to philips that there were no images displayed in the monitor. No harm has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that there were no images displayed on the monitor. Review of system log file showed a "no network connection image detection - ippc" error message. After functional testing, the fse found that the video signals coming from image processing pc (ippc) were not good signals. The fse replaced the ippc, installed the new software for the pc and recreated the image storage. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.